Event description:
It was reported that following an artificial urinary sphincter (aus) implantation, the patient presented a pelvic hematoma at the site where the pressure regulating balloon (prb) was implanted. The hematoma was treated and healed without complications. At the time of activation of the aus, it was observed that the sphincter did not function properly. A soft tissue ultrasound was performed and loss of fluid in the prb was observed. The patient had a cystostomy, without any complications. A revision surgery will be performed to remove and replace the prb. The revision date has not been defined.